Event description:
A tandem mobi cartridge alarm was reported by the caller. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The patient reported previous occlusions and addressed the cartridge alarm by replacing all supplies and resuming insulin therapy. They chose not to engage in further troubleshooting and were advised to contact technical support if additional issues occur. The case was closed after the patient resolved the issue independently.